Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), endometritis ("endometritis") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shortened cervix. Concomitant products included hydroxyprogesterone, letrozole (femara) and medroxyprogesterone acetate (provera). On (B)(6)2011, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"), migraine ("migraines") and headache ("migraines / headaches"). In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2016, the patient experienced premature menopause ("hormonal changes describe: early menopause") and hot flush ("hot flashes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), dysfunctional uterine bleeding (seriousness criterion medically significant), menstruation irregular ("abnormal bleeding (menorrhagia)/irregular bleeding"), depression ("psychological or psychiatric problems conditions:depression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), back pain ("back pain") and pain in extremity ("legs pain"). The patient was treated with surgery (hysterectomy with salpingectomy to remove the essure implant). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, endometritis, dysfunctional uterine bleeding, dysmenorrhoea, premature menopause, depression, migraine, headache, dyspareunia, fatigue, hot flush, back pain and pain in extremity outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometritis, fatigue, headache, hot flush, menorrhagia, menstruation irregular, migraine, pain in extremity, pelvic pain, premature menopause and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery there is a discrepancy in product start date earlier it was given (B)(6)2011 and in fu it was given (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2014: essure confirmation on 2011: hsg total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via endometritis. Most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet received. Events early menopause, depression,, migraines / headaches, fatigue., dyspareunia were added. Lab data updated. Concomitant & historical drugs conditions were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and endometritis ("endometritis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydroxyprogesterone. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstruation irregular ("abnormal bleeding (menorrhagia)/irregular bleeding"), dysmenorrhoea ("dysmenorrhea (cramping") and endometritis (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had need for additional surgery. There is a discrepancy in product start date earlier it was given on (B)(6) 2011 and in fu it was given on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: essure confirmation. Concerning the injuries reported in this case, the following one/ones were reported via endometritis. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet was received : reporter and patient demographic added. The following events were provided: vaginal hemorrhage, menorrhagia, dysfunctional uterine bleeding, dysmenorrhea,endometritis. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.